Event description:
It was reported, the pt's ipg is non-responsive as the pt has not charge the sys in the past year. The pt is not interested in surgical intervention to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.